Event description:
It was reported that this patient presented to the emergency department due to observing a flashing light on their home communicator associated with their implanted cardiac resynchronization therapy pacemaker (crt-p) system. The patient was noted to be asymptomatic. Boston scientific technical services (ts) reviewed crt-p device data and indicated this right ventricular (rv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms two days previous. Ts explained to the healthcare provider (hcp) that the out of range impedance measurement triggered a lead safety switch (lss). This causes the crt-p device to automatically switch the rv lead to the unipolar configuration. Ts recommended that the patient have a follow up with their following clinic as soon as possible for further testing as they were noted to exhibit intrinsic rv beats and they are asymptomatic. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.